Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2024-00113: a facility reported that the mayfield modified skull clamp (a1059) slipped at the end of a posterior fossa craniotomy procedure causing a 2.5cm laceration to the patient. The surgeon was removing the clamp at the end of the procedure when the pins slipped. There was no delay in surgery; however, the surgeon had to suture and staple the patient's heads.

Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was returned for evaluation: failure analysis - the investigation of the returned unit could not duplicate slippage. However, the short shock cushion in the upper handle has started to protrude from the handle and needs to be replaced. The adjustment wrench was missing, and the unit was received with a standard adapter. Despite having the short shock cushion protruding from the upper assembly, when the unit is properly positioned and put under pressure, it will not move. To resolve the unrelated issues, general maintenance and cleaning were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The unit passed all specific functional testing. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.